Manufacturer narrative:
Continuation of d11: product ID: 977a290; lot#: 0216050725; implanted: on (B)(6) 2019; explanted: on (B)(6) 2019; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H2. Correction: please note, result code 1023 no longer applies to this report. H3. Analysis for the returned wens (serial # (B)(6) found no functionality failure during testing and no issues during manufacturing device history review (DHR). The lead (lot # 0216050725) has not been returned to the manufacturer. H6. Please note, method code 10 and result code 213 apply to the wens, and method code 4114 and result code 3221 apply to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 03-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was trailing a wireless external neurostimulator (wens). It was reported that there was no connectivity with a new wens. The issue occurred at a revision surgery. The patient had a fully implanted system from another manufacturer that didn't work anymore, and the physician decided to pull the old lead and neurostimulator and implant one of the manufacturer's leads. After successfully implanting the lead at the cervical 2 level, it was time for a test stimulation. When they checked the connectivity with the tablet, five points gave the red color status. The nurse cleaned the end of the lead with sterile water several times, but in the end every point was red with impedance measuring above 40000 ohms. They also tried to place the lead in and out of the inlay of the wens several times, but nothing made the connectivity get any better. They then decided to use another wens, but before opening the package for another wens, the lead fell down next to the patient so the end was not sterile anymore. The first wens was replaced at this time because it seemed to not be working because of the bad connectivity. After successfully implant the new lead, connectivity was successful this time it was checked. It was noted that the surgery went well. It was also noted that because of the old system from the different manufacturer which had been implanted for eight years, there was a lot of scar tissue in the epidural space so this may have been a reason for the impedance issue. The issue was resolved with the second lead and wens. It was noted that the hcps and rep were very curious if there was anything wrong with the wens or lead that were used first. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury.